Event description:
It was reported that on (B)(6) 2026, after wearing the pod for longer than 48 hours on the abdomen, the patient experienced hypoglycemia, lost consciousness while driving, and was involved in a motor vehicle accident. The patient had previously administered a meal bolus for tater tots prior to leaving home. The bolus was calculated for 68 g of carbohydrate, and the patient entered 48 g due to a blood glucose (bg) reading of 74 mg/dl at that time. While shopping, the patient received alerts indicating bg was decreasing. The patient consumed a candy bar and reported the bg increased. After leaving the store and beginning to drive, the patient¿s next memory was awakening with emergency medical services present and being transported to the hospital. The patient was hospitalized for one day and discharged on (B)(6) 2026. Treatment provided during hospitalization included intravenous fluids. The patient reported a bg level of 34 mg/dl at the time of admission and was unsure of the formal diagnosis received. Following the event, the patient¿s target settings and insulin-to-carbohydrate ratio were adjusted. The patient was advised to consult their healthcare provider for additional review.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.